Event description:
This lead was capped and replaced due to 30 inappropriate shocks from oversensing noise. The lead was found to be fractured. The ICD was also removed at that time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.